Manufacturer narrative:
Pt (B)(4) - secondary surgery. Device (B)(4) - excessive. (B)(4).

Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B)(6) 2012 in pt's left eye. The lens was explanted on (B)(6) 2012 due to excessive vaulting associated with elevated intraocular pressure. The lens was exchanged for a shorter length with -08.0 diopter lens. Pt's last visit (B)(6) 2012, ucva 20/20.